Event description:
Patient presented for generator replacement. Pre-op diagnostics were noted to be ok. After the patients generator was replaced, or diagnostics noted hli. The patients lead was not revised due to time constraints. The patients generator was programmed off. Patients lead was later explanted. The explanted lead has not been received by the manufacturer to date. No other relevant information has been received to date.